Manufacturer narrative:
The reported observation of no pain relief and inability to receive an MRI was not confirmed or duplicated. The root cause of the observation was not ascertained. A visual inspection of the returned lead segments found some lead body deformation with no broken lead wires. Resistance testing of the lead segments was performed on all segments between the cut ends and the terminal ends, and between the cut ends and paddle end. No electrical opens were observed on any segment.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. As a result, surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.